Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer that they got sensor updating and change sensor alerts. It was unknown if the customer used auto mode feature or not. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.